Event description:
It was reported that a spectrum iq pump had an air in line error and the alarm level was not to standard. This occurred during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, an air in line alarm was reproduced and the reported 'alarm level not to standard' was confirmed. A review of the event history log revealed multiple 'air in line!' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported conditions were verified. The cause of the air in line alarm was determined to be the lifted and peeling ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. The cause of the low audio level was determined to be the loose and dangling rear speaker and the rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.